Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported back wall stitch (suture had closed off the artery) could not be determined. The reported patient effect is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was achieved using a proglide device with a 6fr sheath after a diagnostic upper extremity procedure on (B)(6) 2016. On (B)(6) 2016 the patient returned to the operating room for an angioplasty procedure. There was difficulty gaining arterial access in the rcfa. An angiogram was taken via the left common femoral artery; it looked as if the proglide suture had closed off the rcfa. The patient was asymptomatic. The rcfa occlusion was opened by performing angioplasty. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.